Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose values and blood glucose values, sensor updating alert, change sensor alert and hyperglycemia. The customer reported blood glucose value of 402 mg/dl and treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342, mmt-431a, mmt-7040a, mmt-1884l. Troubleshooting was performed and confirmed the customer reported issues. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer declined to continue with troubleshooting. Customer is reporting a discrepancy between sg and bg which is not within range. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-1884l. It was unknown whether continued using the device or not.